Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) case, after the site registered and navigated successfully, the system prompted the site to re-register and they could no longer navigate. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The logs were analyzed, but did not reveal any information about the cause of the reported event. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.